Event description:
It was reported that the customer had an intermittent elevated blood glucose (bg) level of 300-350 mg/dl reportedly customer changed supplies to address bg. On (B)(6) 2026 customer went to the emergency room (ER) with a bg of 472 and ketones. Customer was treated with fluids and released later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.